Event description:
A hosp in (B) (6) reported via a distributor that the warmer head of an iw930jeu cosycot infant warmer developed a 6 inch crack on the right hand side of the warmer head, towards the front in the vicinity of the heater element grill. No pt consequence was reported.

Manufacturer narrative:
Ps46490. The warmer head component of the complaint device was returned to fisher and paykel healthcare's ('fph') service ctr at the (B) (4) office for examination. Photographs of the affected warmer head were forwarded to fph central in (B) (4). From the event description and photographs, this appears to be a known problem of incompatible cleaning solutions reacting with the plastic of the warmer head casing and causing it to crack over time. The subject infant warmer is approximately 6 years old. Fph has made further inquiry into the type of cleaning solution used by the hosp when cleaning their infant warmer units. Fph's infant warmer cleaning instructions has always identified chemicals to avoid such as hydrocarbons, ammonia, amines and aqueous alkaline solutions. As part of continuous improvement, we have since revised our infant warmer cleaning instructions recommending specific proprietary cleaning wipes. We will provide a f/u report upon receipt of the info requested.